Manufacturer narrative:
Initial reporter email: (B)(6). The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and no further testing was continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. However, the external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath was leaking. Prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. The sheath was leaking. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter email: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was leaking. Prior to a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. The sheath was leaking. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.